Manufacturer narrative:
Product analysis: the complaint was confirmed. The power supply was found to be out of electrical specification. The display hinges were found to be worn. The case was found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The programmer was forwarded to the contract manufacturer for reallocation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to maintain stylus calibration. The programmer was returned for service. There was no patient involvement.